Manufacturer narrative:
Bayer case number: (B)(4) pain / pelvic pain [pelvic pain female] , perineal pain [perineal pain] , prolapsed bladder/a growth in the vagina [bladder prolapse] , rectocele [rectocele] , do not feel the need to have a bowel movement [bowel motility disorder] , sphincters do not open anymore [anal sphincter insufficiency] . Case narrative: this spontaneous case through social media describes the occurrence of pelvic pain ("pain / pelvic pain") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. Essure was removed in (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain"), cystocele ("prolapsed bladder/a growth in the vagina"), rectocele ("rectocele"), gastrointestinal motility disorder ("do not feel the need to have a bowel movement") and anal sphincter atony ("sphincters do not open anymore"). The patient was treated with surgery (hysterectomy and on (B)(6) 2023 using two sacromech meshes). At the time of the report, the pelvic pain and perineal pain had not resolved. The outcomes for cystocele, gastrointestinal motility disorder and anal sphincter atony were unknown. The reporter considered anal sphincter atony, cystocele, gastrointestinal motility disorder, pelvic pain, perineal pain and rectocele to be related to essure administration. The reporter commented: patient had essure implants which were the subject of a health scandal. I had pain without knowing that it was because of that. To get rid of the doubt, I asked for them to be removed, and the gynecologist offered to do a hysterectomy to facilitate the removal which was [illegible]. I accepted and that was the beginning of the end¿ I was operated on in (B)(6) 2022. Starting the next day, a growth in the vagina, the gynecologists did not want to see me in (B)(6) 2023, an obstetric surgeon assisted by a urology surgeon operated on me for a prolapsed bladder. Since then, my pelvic/perineal pain is daily. I no longer have feeling in the rectum and do not feel the need to have a bowel movement; the sphincters do not open anymore. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-feb-2026: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pain / pelvic pain [pelvic pain female] perineal pain [perineal pain] prolapsed bladder/a growth in the vagina [bladder prolapse] rectocele [rectocele] do not feel the need to have a bowel movement [bowel motility disorder] sphincters do not open anymore [anal sphincter insufficiency]. Case narrative: this spontaneous case through social media describes the occurrence of pelvic pain ("pain / pelvic pain") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. Essure was removed in (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain"), cystocele ("prolapsed bladder/a growth in the vagina"), rectocele ("rectocele"), gastrointestinal motility disorder ("do not feel the need to have a bowel movement") and anal sphincter atony ("sphincters do not open anymore"). The patient was treated with surgery (hysterectomy and on (B)(6) 2023 using two sacromech meshes). At the time of the report, the pelvic pain and perineal pain had not resolved. The outcomes for cystocele, gastrointestinal motility disorder and anal sphincter atony were unknown. The reporter considered anal sphincter atony, cystocele, gastrointestinal motility disorder, pelvic pain, perineal pain and rectocele to be related to essure administration. The reporter commented: patient had essure implants which were the subject of a health scandal. I had pain without knowing that it was because of that. To get rid of the doubt, I asked for them to be removed, and the gynecologist offered to do a hysterectomy to facilitate the removal which was [illegible]. I accepted and that was the beginning of the end¿ I was operated on in (B)(6) 2022. Starting the next day, a growth in the vagina, the gynecologists did not want to see me in (B)(6) 2023, an obstetric surgeon assisted by a urology surgeon operated on me for a prolapsed bladder. Since then, my pelvic/perineal pain is daily. I no longer have feeling in the rectum and do not feel the need to have a bowel movement; the sphincters do not open anymore. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.